Manufacturer narrative:
It was reported that patient had mesh implanted on (B)(6) 2006 due to stress urinary incontinence, in addition to finding a periurethral cystic mass. Patient started to experience mesh protrusion, dyspareunia, and pain approximately (B)(6) 2007. On (B)(6) 2007 and (B)(6) 2009 the patient underwent mesh excision procedures. On (B)(6) 2007 the patient underwent excision of mesh secondary to vaginitis from exposed mesh and on (B)(6) 2010 the patient had revision and removal of mesh. The patient had additional mesh implanted in 2010.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01577. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that patient had mesh implanted on (B)(6) 2006 in addition to finding a periurethral cystic mass. Patient started to experience mesh protrusion, dyspareunia, and pain approximately early 2007. On (B)(6) 2007 and (B)(6) 2009 the patient underwent mesh excision procedures. On (B)(6) 2007. The patient underwent excision of mesh secondary to vaginitis from exposed mesh and on (B)(6) 2010 the patient had revision and removal of mesh. The patient had additional mesh implanted in 2010. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01577 and medwatch 2210968-2012-04410. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure in (B)(6) 2007 and mesh was implanted. Since the procedure, the patient has experienced erosion and persistent pain. No additional information was provided.

Manufacturer narrative:
(B)(4).